Event description:
Patient had 31% battery on (B)(6) but had open heart surgery on (B)(6). Rep can't interrogate the device. Went through interrogation troubleshooting but there are no lights on the wand when placed over the device. This indicates the can has been depleted of all battery possibly due to cautery during the open heart procedure. This ICD was explanted and replaced.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing as well as marks from the cautery procedure. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include but are not limited to twiddler syndrome, subclavian crush syndrome or other lead insulation damages. A contact between the ICD and the high voltage conductors of the lead or a contact between the high voltage conductors, for instance during the reported surgery procedure, may also lead to an external short circuit. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.